Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system other relevant device(s) are: product ID: 97755, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated that "it does not work." Caller stated they're not sure what's going on, it's telling them to get a hold of medtronic, it's getting hot on their back, and they've had so much trouble with it for the past 6 months. Caller stated that they're in severe pain without the therapy and they're getting depressed about it. Caller said they're barely able to walk. Caller said that they can't get "higher numbers" and it only shows low numbers when they're trying to connect. Agent understood caller was referencing the numbers in passive recharge mode. Caller confirmed that the recharger is what is getting hot on their back. Caller mentioned seeing page 99 (software problem?). Caller denied any visible damage to the recharger. Caller was unable to read the serial number off of the recharger. Caller tried to turn on the controller for troubleshooting, but the controller was depleted. The issue was not resolved. An email was sent to the repair department to replace the recharger. Caller noted they're basically bed ridden and have to deal with their knees. Caller was difficult to follow at times during the call. No new information.